Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported cowl was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. It was noted the pre-procedure gradient was 2mmhg. An xtw clip was inserted and placed on deployed on the mitral valve. However, after deployment, it was observed the clip opened to roughly 30 degrees. It was noted the clip remained stable on the leaflets. To further reduce mr, an additional clip was successfully deployed on the mitral valve, reducing mr to a grade of 2. It was noted the gradient increased to 7mmhg, but the physician was satisfied with the results of the procedure. There were no adverse patient effects and no clinically significant delay in the procedure.